Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
(B)(4). Physio further examined the removed main keypad assembly in a test device and was able to verify that the reported issue occurred intermittently. Physio observed that the reported event code was logged in the test device's memory following a failure to deliver defibrillation energy. Physio found that the test device would charge ok, but when the shock button was pressed (in order to deliver the energy) the test device would disarm and dump the energy charge internally.

Event description:
The customer contacted physio-control to request that the main keypad assembly on their device be replaced.  There were no failures reported at the time of the request for service.  There was no patient use associated with the reported event.  Per the customer's request, physio replaced the main keypad assembly and after verifying proper device operation through functional and performance testing the unit was returned to the customer for use. Upon evaluation of the removed main keypad assembly, physio observed that it intermittently failed to deliver defibrillation when prompted and caused the test device to log an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy.